Manufacturer narrative:
Device is a combination product. Promus element plus 2.25 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break at 18cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft were also noted during analysis. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus element plus stent was advanced to treat the lesion. However, the delivery shaft got fractured inside the patient. The device was completely removed with the catheter from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.